Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor message occurred. Data was evaluated and the allegation was confirmed as a transmitter error. The probable cause was determined to be transmitter failed error. The reported event of a replace sensor message is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.